Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump received with broken belt clip rails noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 520 mg/dl at the time of incident. Other blood glucose value mentioned was 292 mg/dl. The customer suspended the insulin delivery on saturday. The customer stated that rails on the back of the insulin pump was broken. The customer reported that rails on back of insulin pump broken. The insulin pump will be returned for analysis.